Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that 8 bd vacutainer® k2e / k2 edta blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: tubes with no vacuum. Material: 368171. Batch: 8276841. Quantity: 8 units.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd vacutainer® k2e / k2 edta blood collection tubes experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: tubes with no vacuum. Material: 368171. Batch: 8276841. Quantity: 8 units.